Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02892). This MDR resubmission now reflects the correct product registration number. The reported event of it was reported that the device had a check IV site error. No patient involvement was reported was created to document the event that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed the device had a manufacture date of 08/13/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. No product returned

Event description:
It was reported that the device had a check IV site error. No patient involvement was reported.

Event description:
It was reported that the device had a check IV site error. No patient involvement was reported.

Manufacturer narrative:
Addition: updated adverse event codes (h6).